Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Patient reported right side "rupture". Healthcare professional provided "there is evidence of an irregular mass containing silicone that corresponds to the lump visualized on ultrasound and photos. There is also evidence of right breast implant rupture. Some lymph nodes in the axilla have been identified to contain silicone too. However, there are no suspicious lesions for malignancy, and the findings don¿t increase your risks of malignancy in the future" per review of photos and imaging test results. Device remains implanted.

Event description:
Patient reported right side "rupture". Healthcare professional provided "there is evidence of an irregular mass containing silicone that corresponds to the lump visualized on ultrasound and photos. There is also evidence of right breast implant rupture. Some lymph nodes in the axilla have been identified to contain silicone too. However, there are no suspicious lesions for malignancy, and the findings don¿t increase your risks of malignancy in the future" per review of photos and imaging test results. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Lump/nodule: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Additional, changed, and/or corrected data: a.6., b.3., b.5., b.6., d.6b., h.6., h.10. The event of granuloma and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma and lymphadenopathy.

Event description:
Healthcare professional later reported granuloma and lymphadenopathy. The device has been explanted and replaced.